Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, a patient presented with grade 5+ tricuspid regurgitation for a triclip procedure. There was difficulty visualizing the clip due to aortic shadowing, the presence of a pacemaker lead, and commissural posterior stenosis. The first clip was positioned central anterior septal and a grasp was made. It was determined that the septal leaflet could be optimized. Upon opening the clip and raising the grippers, it was noted that the clip was caught on the anterior leaflet and chordae. The grippers were cycled approximately four times as part of troubleshooting to free the clip. It was then observed that the anterior gripper remained in the up position and could not longer be lowered when advancing the gripper lever. The clip was able to be eventually freed from the anterior leaflet and was inverted and brought into the right atrium. The clip was removed from the patient. A second clip was positioned central anterior septal and a grasp was made. Intracardiac echocardiography (ice) and transesophageal echocardiography (tee) were used to guide the placement and grasping of the second clip. The second clip was deployed. A third clip was prepared and advanced to the right atrium. While steering the third clip, a single leaflet device attachment (slda) was observed with the second clip. The second clip detached from the septal leaflet and remained attached to the anterior leaflet. The third clip was positioned anterior to the second clip was deployed to stabilize the second clip. A fourth clip was deployed central posterior septal to further reduce tr and stabilization. The final tr grade was 2+. Per the physician the slda was due to a combination of difficult imaging and the presence of a large chord on the anterior leaflet when attempting to optimize the first clip.